Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
Due to lack of performance on the right side, an eabr (auditory brainstem response) and CT scan were performed under sedation on (B)(6) 2023. The clinic confirmed that an electrode migration occurred on the right side. As per registration card information, a full insertion of the electrode array was achieved at implantation. A revision/repositioning surgery was performed. Reportedly, there was bone growth around the cable in the mastoidectomy and 7 channels were outside the cochlea.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic confirmed that an electrode migration occurred. The clinic is considering proceeding with a revision/repositioning surgery, but no date has been scheduled yet.